Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00784800200 modular neck k 12/14 neck taper lot#: 62837931. Catalog#: 00620205222 shell porous with cluster holes 52 mm lot#: 63171564. Catalog#: 00801803602 femoral head 12/14 taper lot#: 63494290. Catalog#: 00771300900 modular femoral stem cementless size 9 lot#: 63622444. Catalog#: 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length lot#: 63585012. Catalog#: 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length lot#: 63596930. The event was confirmed with medical records received. A review of the available records identified the following: the patient underwent a revision procedure. Significant poly wear was noted during the procedure. There was little inflammation within the joint but no accumulated synovial fluid. All products were revised. No other complication/finding related to the reported event was noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 3 years and 4 months post implantation due to wear. No further event information available at the time of this report.